Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error 46446 during an attempt to update the software. There was no patient involvement or delay of therapy.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. Upon further investigation, the downstream occlusion seal was damaged. The downstream occlusion seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.